Manufacturer narrative:
Device passed displacement test; it failed sleep current measurement, and active current measurement tests. After further examination of the unit¿s interior, electrical board 1 shows signs of previous moisture presence and corrosion around the battery connectors. Did not note any cracks in the case. In addition to this, the reservoir retainer ring is solidly attached to the reservoir tube lip. Although there is rust at the bottom of the battery compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had power error detected alarm recurred within a week of troubleshooting previous occurrence. The customer¿s blood glucose was 109 mg/dl at the time of incident. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer was advice the insulin pump will need to be replaced and was advised to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.